Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 26 mmol/l (468 mg/dl) between 25 and 36 hours of pod wear, with levels continuing to increase despite bolus corrections. Upon inspection, the pod cannula was found to be dislodged from the infusion site (abdomen), resulting in insulin pooling beneath the pod and seeping into the adhesive, causing the adhesive to not stick well to the site. As treatment, a new pod was applied.